Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
Material no. 320122 batch no. 8354700. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g one pen needle on the patient end was bent before injection. 10 other pen needles had no insulin flow during priming. This occurred on 11 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: purchased 1 box of pen needles on july 3rd noticed patient end of pen needle bent prior to injection, 1 pen needle affected. Did not use. During priming, no insulin flow. 10 pen needles affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320122 batch no. 8354700 it was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g one pen needle on the patient end was bent before injection. 10 other pen needles had no insulin flow during priming. This occurred on 11 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: purchased 1 box of pen needles on july 3rd noticed patient end of pen needle bent prior to injection, 1 pen needle affected. Did not use. During priming, no insulin flow. 10 pen needles affected.